Event description:
It was reported that during an unknown procedure, the device broke. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.